Event description:
Device malfunction: stent dislodgement. Symptoms/ae: dislodged stent implanted in an unintended site. Time of ae: during the procedure. It was reported that a graftmaster was attempted to be used to treat a perforation (cause unk) in the intermediate ramus. During this attempt, the stent dislodged from the balloon, proximal to the perforation. Attempts to snare the graftmaster were unsuccessful. It was deployed, proximal to the perforation, with another balloon. Another graftmaster was crossed through this deployed stent and deployed successfully sealing the perforation. There was no overlapping of the first stent. There is no additional event or pt information available.

Manufacturer narrative:
(B) (4). (B) (4).the device was not returned to abbott vascular instruments (B) (4) for investigation; therefore, it is impossible to make an informed judgement as to the root cause of the complaint. Based on the review of the lot history record, it can be assumed that the device was in working order when it left abbott vascular instruments (B) (4) in (B) (4) and was manufactured per specifications. Two units from this lot were tested for stent retention during in-process control and both passed the required specification. Based on the incident information no device malfunction can be determined.